Manufacturer narrative:
The implant procedure was successfully completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was being repositioned during the implant procedure. During the repositioning attempted the patient's blood pressure dropped and an echocardiogram showed a pericardial effusion. A pericardiocentesis was performed and the patient's blood pressure stabilized.